Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 480mg/dl. The customer's most current level was 280mg/dl. The customer treated the highs with set change. The cannula was noted to be bent. Troubleshoot was conducted. The customer was advised replacement sets would be sent. The customer was advised to monitor the device.